Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No unexpected battery out limit alarm could be confirmed due to the keypad anomaly.

Event description:
It was reported that the insulin pump alarmed battery out limit and had an unresponsive keypad, which prevented the alarm from being cleared. The blood glucose reading was 12 mmol/l. The caller stated that she had replaced the battery several times, and the device still did not work. She noted that she used batteries from the fridge, which she was advised against. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.